Event description:
Caller states that the patient tested 4.0 inr and 5.4 inr during duplicate testing. No action was taken based on device results. No adverse event reported . Requested return of suspect device. However caller states there are no strips available for return.